Event description:
The caller reported that almost immediately after intubation, it was noticed the 6dct tracheostomy tube had a leak in the pilot balloon which caused the cuff to deflate. The issue required re intubation, and was not a part of routine changing. The tracheostomy tube was replaced with another 6dct.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.